Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported by the patient as use of expired flexicaps, however, the nurse could not confirm this and the homecare services representative found that the patient's last shipment was five months prior to the event onset. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient reported being hospitalized for four hours for the event. On an unreported date, the patient began treatment with ancef (dose, route, frequency, and duration were not reported), vancomycin (dose, route, frequency, and duration were not reported), and cefazolin (dose, route, frequency, and duration were not reported) for peritonitis. At the time of this report, treatment with ancef, vancomycin, and cefazolin was ongoing as the peritonitis event had not resolved. Action taken with pd therapy was not reported. No additional information is available.